Event description:
It was reported that the 9900 system would not display an image and had an ma error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The filament and the supply regulator were calibrated during the service call. The system was tested and found to be working as intended and put back into service.